Event description:
It was reported to philips that the device's c-arm stopped working and gave an error indicating that motorized movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing a diagnosis procedure at the time of the issue. The procedure was delayed but was ultimately able to be completed with multiple system restarts. A philips remote service engineer (rse) inspected the system remotely and confirmed that frontal stand movements were not available. The remote service engineer screened the case and investigated the logfile, which found several issues with the frontal stand movement. A philips field service engineer (fse) visited onsite and further confirmed that there was a loss of motorized movements. The field service engineer checked the system and found errors with the c-arm propeller motor where frontal stand movements were not available. Analysis of the log file for (B)(6) 2024 shows geometry errors, starting at: 14:47. More specifically, a motor assembly error was present. The log file shows that the problem persisted even after cold system restarts. The root cause of the issue was most likely a malfunction of the geometry hardware. The field service engineer replaced the propeller motor which returned the system to use in good working order. The codes were updated based on the investigation outcome.